Event description:
Immediately after laser surgery for cataract removal on both of my eyes, I began to experience severe sensitivity to light and very scratchy eyes. I was told by my ophthalmologist that it was just temporary and would get better. It has been nearly five months now, and the symptoms are worse. When I returned to my ophthalmologist in (B)(6), I was told that my meibomian glands were plugged, he prescribed an oral antibiotic, over the counter eye drops and hot packs on my eyes, twice a day. I have just returned from another f/u appointment. Symptoms are worse. He prescribed restasis and lotemax, continued hot packs and eye drops.